Event description:
As reported, 26mm sapien 3 transcatheter heart valve failed due to stenosis. Per medical records the transesophageal echocardiography (tee) showed the left ventricle ejection fraction 55-65%, the bioprosthetic aortic valve motion appeared restricted, and there was mild aortic regurgitation and severe stenosis. The atrioventricular peak/mean gradient was 85/48 mmhg and the aortic valve area was 0.81 cm2. The patient reported extreme shortness of breath and chest pains with exertion. 2+ edema noted to bilateral lower extremities. Symptoms revealed class 3 heart. Patient was treated with a new sapien 3 ultra valve, was doing well and in recovery.

Manufacturer narrative:
Investigation is ongoing. Valve remains in patient. Valve remains in patient.

Event description:
Per review of medical records provided, the transthoracic echocardiogram showed the left ventricular ejection fraction was 55-65%, the bioprosthetic aortic valve motion appeared restricted. There was mild aortic regurgitation and severe stenosis. The atrioventricular peak/mean gradient was 85/48 mmhg and aortic valve area measured 0.81 cm2. The patient reported extreme shortness of breath and chest pains with exertion. 2+ edema was noted on the bilateral lower extremities; symptoms reveal class 3 heart failure.

Manufacturer narrative:
H6 updated the valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation, therefore no imaging evaluation performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. As the valve was implanted 5 years or greater with calcification, thickened leaflet, structural valve deterioration (stenosis, regurgitation), a complaint history was not required. The following instructions for use (IFU) were reviewed: ascendra balloon catheter delivery system with sapien valve, IFU, us. No IFU/training deficiencies were identified. Per the instructions for use (IFU), structural valve deterioration is listed as one of the potential risks associated with the device and tavr procedure. A review of edwards lifesciences risk management documentation was performed for this case; valve degeneration or deterioration is generally due to a gradual, multiyear, and patient specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprosthesis heart valves as outlined in the IFU. The device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. The complaint for valve degeneration, deterioration was confirmed based on medical records. The reported event does not allege a malfunction that could be related to a manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, the transcatheter heart valve failed due to stenosis. Per medical records, the transesophageal echocardiography (tte) showed the left ventricle ejection fraction 5565%, the bioprosthetic aortic valve motion appears restricted. There is mild aortic regurgitation and severe stenosis. The atrioventricular peak/mean gradient 85/48 mmhg and an aortic valve area of 0.81 cm2. The patient reported extreme shortness of breath and chest pains with exertion. Patient was treated with a new sapien 3 ultra valve, was doing well and in recovery. In addition, the patient had history of hyperlipidemia. It is well known that patient with preexisting comorbidities (hyperlipidemia) may increase the risk for valve calcification leading to stenosis, restricting the leaflet motion and resulting in valve degeneration. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.